Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the aviva system.

Event description:
Customer reportedly received the following mobile system/aviva system results within 10 minutes: hi (greater then 600 mg/dl)/250 mg/dl; 380 mg/dl/220 mg/dl. The comparisons were performed on the same date and were obtained within 5 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.